Event description:
It was reported that on literature review "comparison of the long-term cause of failure and survivorship of four hundred and twenty seven metal-on-metal hip arthroplasties: resurfacing versus large head total hip arthroplasty," 7 patients suffered from pain and elevated metal ion levels after a primary bhr resurfacing surgery. The patients required a revision surgery to treat the adverse event. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: it was reported that on literature review "comparison of the long-term cause of failure and survivorship of four hundred and twenty seven metal-on-metal hip arthroplasties: resurfacing versus large head total hip arthroplasty", 7 patients suffered from pain and elevated metal ion levels after a primary bhr resurfacing surgery. The patients required a revision surgery to treat the adverse event. The outcome of the patients is unknown. No further information is available. The devices, used in treatment, were not available for analysis. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU. If more information is received, this investigation will be reopened. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation, as there were no manufacturing, design or labelling deficiencies identified which would have contributed to the complaint. Internal complaint reference number: (B)(4). Section h6 (health effects) was corrected.